Event description:
It was reported the customer had a broken belt clip. Customer's mother also reported the reservoir was cracked and a piece had chipped off. The mother stated their reservoir would not stay in. It was found the customer had damaged their insulin pump because their belt clip was broken, causing the insulin pump to fall. It was also found the customer was experiencing a high blood glucose of 600 mg/dl. The mother declined to troubleshoot for the high blood glucose and stated they would treat with manual injections. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.